Event description:
The product was used during an ileostomy procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.